Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jul/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of cellulitis and infection(early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: deflation, cellulitis, and infection (early onset). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "cellulitis and bad infection" and a deflation. Device remains implanted.